Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11769 and 2134265-2017-11503. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the ilab system freezes during pullback hence automatic pull back failure occurred. Subsequently, it freezes when power down button is pressed. It occurred three times while in live mode and once during data transmission. However, the clock and mouse is working and no error message appeared. The procedure was forcibly terminated. No patient complications were reported.